Manufacturer narrative:
Return requested for suspect navlock universal orange tracker. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an open spinal fusion procedure, the surgeon alleged their navlock universal orange tracker seized up. The tracker had a non-medtronic spine tap loaded in it at the time, it seized and stopped rotating. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by k2m.